Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 462 mg/dl and from back to back blood tests of 71 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. Customer was using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 05/28/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (customer was not concerned with low results): result 1:119mg/dl date: (B)(6) time:1:47p fasting. Result 2:91mg/dl date: (B)(6) time:1:32p fasting. Result 3:64mg/dl date: (B)(6) time:131p fasting. Result 4:71mg/dl date: (B)(6) time: 911a fasting. Result 5:164mg/dl date: (B)(6) time:909a fasting. Result 6:462mg/dl date: (B)(6) time : 745a fasting. Result 7:144mg/dl date: (B)(6) time: 7:21p fasting.